Event description:
It was reported that pump screen went dark and pump would not turn on, although light and sound indicators still activated. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump for insulin delivery until replacement arrived, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.